Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 25mm perimount aortic valve implanted 10 years underwent valve-in-valve procedure due to aortic stenosis. A 26mm 9600tfx was implanted inside the 25mm valve. No additional information was provided.

Manufacturer narrative:
H10. Additional manufacturer narrative: updated h6.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease pathology may have contributed to the event.

Event description:
Edwards received information a patient with a 25mm aortic valve implanted 13 years underwent valve-in-valve procedure due to aortic stenosis. A 26mm transcatheter valve was implanted inside the 25mm valve. Patient post-operative status noted as in recovery. No additional information was provided. There was no allegation of premature failure/malfunction.